Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified infection. The nature of the infection was not reported. The cause of the infection was possibly due to the pt changing solution bags more than once, but this was unable to be confirmed. Peritonitis was unable to be ruled out. Treatment for the infection was not reported. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.